Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. (B)(6). Pt changed the strip code for lot #272216. Less than one hour between inratio and test and lab draw. Pt self-tester¿s therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.